Event description:
Olympus was informed that during an on-site visit, the user facility staff omitted steps from the instructions for use by not properly brushing or flushing with the 30 cubic centimeter syringe during manual cleaning. No patient infections or injuries were reported.

Manufacturer narrative:
The device was not returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
Olympus was informed, that during an on-site visit. The user facility staff omitted steps, from the instructions for use by not properly brushing or flushing with the 30 cubic centimeter syringe, during manual cleaning. No patient infections or injuries were reported.

Manufacturer narrative:
This report is being submitted for legal manufacturer's final investigation results. The device was not returned to olympus for evaluation. A review of device history record revealed, no issues that could have caused or contributed to the reported issue. During a repair reduction observation, customer was omitting steps from the instructions. Correction description-instructed customer to inquire a manual cleaning brush, maj-1534, per the instructions for use (IFU) to perform adequate cleaning steps. The probable cause of the complaint is traced to the user not following the manufacturer's instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.